Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were oversensing episodes noted while the patient was having surgery. Follow-up revealed that the patient¿s implantable cardioverter defibrillator (ICD) was oversensing the cautery used during the procedure. The ICD remains in use. No patient complications have been reported as a result of this event.